Manufacturer narrative:
Insulin pump unable to prime during prime alarm test and motor error alarm during basic occlusion test due to loose and protruded rive support disk. Insulin pump had moisture damage noted on motor assembly and was unable to confirm excessive no delivery alarm due to prime anomaly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir window and cracked reservoir tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error on her insulin pump. Customer was changing her infusion set when the device alarmed no delivery. She changed everything and the device alarmed motor error. Customer's blood glucose was 217 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. The no delivery alarm was resolved with a complete set change. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.